Manufacturer narrative:
G4:28aug2020 b4:(B)(6)2020. The field service engineer (fse) replaced the motor controller (mc) board to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 15sep2020.

Event description:
The customer reported that the unit have 35 volt failures, 3.3v failure and over voltage protection (ovp) failure. The field service engineer (fse) evaluated the unit and duplicated the complaint. When powered unit on in normal mode, the (fse) verified active check vent 5v and 35v supply failed, ovp circuit failed. The (fse) replaced the power management (pm) board and it did not repair the unit. The unit still has an active check vent alarm. The motor controller (mc) board was showing 0 hours in the vent info screen in service mode. Could not repair unit, and will order motor controller (mc) board. The customer reported that the unit was not in use on a patient.